Event description:
Our family has been hit with an outbreak of ringworm - likely started from a new kitten in our household. We purchased cvs health brand clear bandages to cover the miconazole nitrate 4% cream we are using to treat and to prevent further spread as we go about our day. Both my husband and daughter used the bandages on their arms and legs and both had severe red rash reactions to the adhesive in these strips. It looked worse than the ringworm - I actually thought the ringworm had spread but my husband indicated it was the band-aid. It was red only where the adhesive touched his skin on his arm. A day later, my daughter, who had been using the same brand to cover spots on her arm and legs, experienced the same level of redness and irritation. Both are type 1 diabetic and I take great pride in keeping their skin safe. This was an unnecessary and unfortunate side effect - particularly since one of the bandages happens to be the exact location on my daughter's arm that we place her continuous glucose monitor. What I don't need right now, is her skin reacting to adhesive in a location that will be needed for her lifetime to maintain proper blood sugar. Get this adhesive off shelves please. There is something in it that is causing a bad reaction on skin and making the area on either side of the wound worse than the wound itself. Https://www.cvs.com/shop/cvs-health-clear-bandages -prodid-383505 link to the bandages. Lot# 24a255 made in china.